Event description:
Single t-wave oversense on fusion beat. No clinical issues, no inappropriate shocks. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).